Manufacturer narrative:
The concomitant use of another electrosurgical device, in this case, an olympus monopolar resectoscope, was associated with placement of a proprietary olympus dispersive electrode on the side of one thigh near/adjacent to one of the paired gynesonics dispersive electrodes. The sonata IFU warns against simultaneous use of another electrosurgery device. The dispersive electrodes are single-use device and were discarded after the case.

Event description:
During a follow up on (B)(6) 2024, a patient returned to their gynecologist. A small papular lesion with what appeared to be a necrotic crutst on the right upper anterior thigh was noted, without surrounding erythema. This patient was treated with the company's sonata tfa system as well as operative hysteroscopy (monopolar resectoscopy) on (B)(6) 2024. Per the reported information by the treating physician, the sonata system dispersive electrodes (des) were placed near both patellae by the same experience team in the operating room. There were no issues note during the case, but it was also reported that the hysteroscopic light source was resting near the patient's upper thigh. Patient indicated that the lesion was not significantly symptomatic at this point. No information or pictures of the wound closer to the operative date but it was evident that the lesion was located in the location where the de and lamp were located. Per the provided picture taken at this follow up visit, the physician stated that the features are consistent with a 2nd degree burn.